Event description:
The complainant reported the patient was on impella cp support and while on support, the patient was in critical condition. The patient had extracorporeal membrane oxygenation (ECMO) placed, and the flows reduced on the impella. The impella was unable to keep up with ECMO flows, and the impella was reduced to p1. Fluids were given to the patient. Overnight, flows on impella read 0.0 with no alarms. The decision was made to withdraw care due to stone heart diagnosis and the patient expired after care was withdrawn. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. The cause of the low pump flow issue most likely was patient condition related.